Manufacturer narrative:
(B)(4). Customer returned pump for alleged high blood glucose found on (B)(6) 2021. Insulin pump passed displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, self test and test p-cap locks into the reservoir compartment, however, retainer damage noted. No unexpected alarms occurred during testing. Insulin pump was cut open to perform visual inspection and no moisture or physical damage to the electronic assembly. The following were noted during visual inspection: corroded battery tube, cracked retainer, serial label damage, broken belt clip rails, cracked case (battery tube), pillowing keypad overlay, scratched case and minor scratches on lcd window. In summary customers alleged cosmetic high blood glucose could not be confirmed. No damage found on electronic assembly noted by visual inspection. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that customer stated that blood glucose was high. The customers blood glucose was 465 mg/dl. The device was returned for analysis.